Event description:
It was reported that unspecified bd¿ 10ml luerlok syringe was occluded. The following information was provided by the initial reporter: material no: unknown batch no: unknown.   It was reported that there are connection issues on the luer lok.   Verbatim: we have received several complaints from the us for occluded smartsite products that could be related to smartsite incompatibility. This is caused by flash on the tip of the connecting luer which impacts the smartsites ability to open. More input from email 02-apr-2021: we have been receiving complaints about smartsites being unable to be flushed and wanted to possibly rule out syringe incompatibility as a cause? When the smartsites are returned, we are unable to replicate most of the failures, however, we do still find some to be occluded. When the occlusions are found, we set them aside and try to re-test after a few minutes. During re-testing, a lot of the time we have noticed these smartsites become unblocked and are then able to be flushed.

Manufacturer narrative:
H6: investigation summary: two photos each displaying a loose 10ml syringe were received and evaluated. It was observed there was a small amount of flash on each of the syringes. Based on the scale provided in the photo, the tip flash appears to be within specification. Potential root cause for the tip flash defect is associated with the molding process. A device history review was unable to be performed since no lot number was provided. H3 other text: see h10.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed. And the franklin lakes FDA registration number has been used for the manufacture report number. Medical device expiration date: unknown. The customer's address is unknown. (B)(6) USA has been used as a default. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that unspecified bd¿ 10ml luerlok syringe was occluded. The following information was provided by the initial reporter: material no: unknown batch no: unknown.   It was reported that there are connection issues on the luer lok.   Verbatim: we have received several complaints from the us for occluded smartsite products that could be related to smartsite incompatibility. This is caused by flash on the tip of the connecting luer which impacts the smartsites ability to open. More input from email (B)(6) 2021: we have been receiving complaints about smartsites being unable to be flushed and wanted to possibly rule out syringe incompatibility as a cause? When the smartsites are returned, we are unable to replicate most of the failures, however, we do still find some to be occluded. When the occlusions are found, we set them aside and try to re-test after a few minutes. During re-testing, a lot of the time we have noticed these smartsites become unblocked and are then able to be flushed.